Manufacturer narrative:
(B)(6) (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent posterior thoracolumbar fusion surgery and sacroiliac fusion surgery; anterior lumbar interbody fusion surgery; posterior thoracic fusion surgery; and posterior cervico-thoracic fusion surgery on the thoracic and lumbar region at t10 to s1, where only rhbmp-2 and collagen sponge were used. The rhbmp2 collagen sponge was placed outside the cage. Post-op, patient experienced progressively worsening and chronic neck and back pain, stiffness and soreness; difficulty speaking, swallowing and breathing; swelling in his neck and hands; and radiculopathy in both legs, feet and in his left arm. Patient required use of crutches or a cane to assist with ambulation. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.